Manufacturer narrative:
A ge service rep performed an on site investigation. The fuse and video cable were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 7900 system monitors would not turn on. No pt injury was reported.